Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so happy for u are u getting everything removed / 3 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), panic attack ("panic attacks"), chest pain ("chest pain"), fear of death ("fear of dying"), confusional state ("confusion"), vertigo ("vertigo"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), dysmenorrhoea ("painful o heavy cycles"), menorrhagia ("painful o heavy cycles") and ear discomfort ("sensation of clogged ears") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, anxiety, panic attack, chest pain, fear of death, confusional state, vertigo, musculoskeletal pain, depression, fatigue, migraine, gastrointestinal disorder, weight increased, alopecia, dysmenorrhoea, menorrhagia and ear discomfort outcome was unknown. The reporter considered alopecia, anxiety, chest pain, confusional state, depression, dysmenorrhoea, ear discomfort, fatigue, fear of death, gastrointestinal disorder, medical device removal, menorrhagia, migraine, musculoskeletal pain, panic attack, vertigo and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events anxiety, panic attacks, chest pain, fear of dying, confusion, vertigo, joint and muscle pain, depression, fatigue, migraines, gastrointestinal problems, weight gain, hair loss, painful o heavy cycles and sensation of clogged ears were added. Essure placement date 2015 was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so happy for u are u getting everything removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so happy for u are u getting everything removed / 3 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), panic attack ("panic attacks"), chest pain ("chest pain"), fear of death ("fear of dying"), confusional state ("confusion"), vertigo ("vertigo"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), dysmenorrhoea ("painful o heavy cycles"), menorrhagia ("painful o heavy cycles"), ear discomfort ("sensation of clogged ears"), abdominal distension ("look like pregnant"), chest discomfort ("chest pressure") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, coils and tubes removal). Essure was removed. At the time of the report, the medical device removal, chest pain, fear of death, depression, migraine, gastrointestinal disorder, weight increased, alopecia, dysmenorrhoea, menorrhagia, ear discomfort, abdominal distension, chest discomfort and dyspnoea outcome was unknown and the anxiety, panic attack, confusional state, vertigo, musculoskeletal pain and fatigue had resolved. The reporter considered abdominal distension, alopecia, anxiety, chest discomfort, chest pain, confusional state, depression, dysmenorrhoea, dyspnoea, ear discomfort, fatigue, fear of death, gastrointestinal disorder, medical device removal, menorrhagia, migraine, musculoskeletal pain, panic attack, vertigo and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event look like pregnant was added. Reporter information was added. On 23-mar-2020: content received from social media: reporter and non-drug treatment notes were added. On 23-mar-2020: social media received: new event chest pressure and shortness of breath were added. Previously reported events anxiety, panic attacks, confusion, vertigo, fatigue and joint pain was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so happy for u are u getting everything removed / 3 months post op') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), panic attack ("panic attacks"), chest pain ("chest pain"), fear of death ("fear of dying"), confusional state ("confusion"), vertigo ("vertigo"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), dysmenorrhoea ("painful o heavy cycles"), menorrhagia ("painful o heavy cycles"), ear discomfort ("sensation of clogged ears"), abdominal distension ("look like pregnant"), chest discomfort ("chest pressure"), dyspnoea ("shortness of breath") and urinary incontinence ("start walking I get a few drops of pee") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, coils and tubes removal). Essure was removed. At the time of the report, the medical device removal, chest pain, fear of death, depression, migraine, gastrointestinal disorder, weight increased, alopecia, dysmenorrhoea, menorrhagia, ear discomfort, abdominal distension, chest discomfort, dyspnoea and urinary incontinence outcome was unknown and the anxiety, panic attack, confusional state, vertigo, musculoskeletal pain and fatigue had resolved. The reporter considered abdominal distension, alopecia, anxiety, chest discomfort, chest pain, confusional state, depression, dysmenorrhoea, dyspnoea, ear discomfort, fatigue, fear of death, gastrointestinal disorder, medical device removal, menorrhagia, migraine, musculoskeletal pain, panic attack, urinary incontinence, vertigo and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: social media received: start walking I get a few drops of pee event was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so happy for u are u getting everything removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.